Event description:
It was reported that an overdischarge was suspected. It was noted that a physician mode recharge (pmr) was not performed. It was noted that it was unknown what number overdischarge this was. It was noted that the patient reported to the hospital for a pocket revision with a discharged implantable neurostimulator (ins) and the patient was to go home and charge the ins. It was noted that upon follow-up with the patient the next day the patient had yet to charge. It was noted that the patient what they described to be an overdischarged battery. It was noted that the patient had not charged the battery since june. It was noted that on the date of the pocket revision the patient stated that it had been one week. It was noted that the manufacturer representative would meet with the patient at the post-operative appointment so the patient could begin a trickle charge. It was noted that the patient simply wanted the battery replaced and did not want to participate in the trickle charge sessions. It was noted that the patient had less than 50% therapy relief at the device pocket. It was noted that the patient needed a pocket revision as the patient felt shocking sensations. It was noted that the battery was not working in its discharged state. Additional information received reported that the patient fell down the starts and after the patient fell they started to feel a shocking sensation. It was noted that the patient went to see the health care professional and the device was checked and the hcp said everything was fine. It was noted that the patient said that they made the pocket bigger and deeper because when the patient would sit in the car it was uncomfortable in the lumbar area. It was noted that the manufacturer representative tried to reprogram the device but the ins was completely dead so the representative was not able to. It was noted that even before july they were able to reprogram the device. It was noted that they thought a wire was loose or came off. It was noted that the patient reported a warm sensation in or around the ins pocket during recharging. It was noted that when the patient tried to charge two and five days after the revision it felt like someone was lighting a match at the implant site. It was noted that the patient said they were putting the antenna directly on the skin. It was noted that if the antenna was not directly on the skin it did not charge well. It was noted that the patient had stopped charging when they fell. It was noted that the patient said it felt like it was burning from the inside out and the antenna did not feel hot. It was noted that the recharger displayed the charging status screen after pressing the start charge button. It was noted that the recharger was not communicating with the implant. Additional information received reported that the manufacturer representative met the patient at the post-operative appointment. It was noted that another appointment was made for (B)(6) 2013 when the patient could commit several hours for the trickle charge and charging of the battery. Additional information received reported that the patient¿s battery was cleared by the manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the patient fell in (B)(6) 2013, was shocked, and at that time quit charging the device so that they would not be shocked. At that time the patient also went to the hcp and they did an x-ray and CT scan but the patient "was not sure." After that, the battery went dead and they had to "start all over and program it." It was further noted that a new program was put in and they were no longer being shocked or "pocked." The patient had changed medication four times and was now on methadone. They were instructed to take it twice daily but they could not because they "wanted to sleep at night." It was noted that the patient fell every day. The patient noted that the hcp said there was nothing more they could do and it was up to the manufacturer as to "what to do next." Additional information received reported that the patient had cancelled their appointment with the manufacturing representative because they "could not stay awake." The appointment had been scheduled for (B)(6) 2013. It was noted that the patient may need a thoracic x-ray as they fall daily. It was further noted that the patient had a history of noncompliance. It was noted that the manufacturing representative had done all they could through impedance checks and programming. Additional information was requested but was not available at the date of this report.